Event description:
It was reported the dyonics powermini mdu hand control would not work and got very hot. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a corroded motor/gearbox. The failure was associated with corrosion of the gearbox assembly. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear.